Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the pump on the console cannot achieve the required pressure. With the pump speed at its maximum, the pressure does not increase beyond 13.5 psi. During the 5 minute cool down, the pressure only rose to 6.5 psi. The procedure was completed with this device and there were no pt complications. The event, as reported, did not reflect an MDR-reportable scenario. However, eval of the returned device revealed an MDR-reportable malfunction of physitemp module failure and radio frequency (rf) module out of calibration. The MDR is based upon the eval results.

Manufacturer narrative:
The complaint was confirmed, testing found an intermittent pressure failure with the console. The heat exchange tower was loose and was the most probable cause for this event. The tower was resecured, which corrected the issue. During testing, it was also discovered that the physitemp modules were out of spec and the rf module was not calibrated. The modules were replaced, the rf was recalibrated, and the console passed all tests. (B) (4).